Event description:
A 66-year-old female patient underwent a stereotactic breast biopsy procedure using the encor enspire system. During the procedure, encor enspire system unexpectedly entered into reboot mode while the needle was inside the patient's breast. The procedure was performed in an upright position using vertical approach at the cc angle. No buttons were pressed on the encor foot pedal or the encor driver. While the needle was in the patient's breast and the radiologist was preparing to administer additional lidocaine, the technologist believes the radiologist moved the cables out of the way by the needle. Then, the encor enspire system's screen switched to a reboot mode. So, the technologist powered off the encor enspire system and instructed the radiologist to remove the lidocaine syringe and withdraw the needle. Furthermore, the technician had powered the encor enspire system back on and had to reattach the needle and recalibrate. Then, the technician attached the needle and the radiologist advanced the needle back into the patient's breast to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 66 year old female patient underwent a stereotactic breast biopsy procedure using the encor enspire system. During the procedure, encor enspire system unexpectedly entered into reboot mode while the needle was inside the patient's breast. The procedure was performed in an upright position using vertical approach at the cc angle. No buttons were pressed on the encor foot pedal or the encor driver. While the needle was in the patient's breast and the radiologist was preparing to administer additional lidocaine, the technologist believes the radiologist moved the cables out of the way by the needle. Then, the encor enspire system's screen switched to a reboot mode. So, the technologist powered off the encor enspire system and instructed the radiologist to remove the lidocaine syringe and withdraw the needle. Furthermore, the technician had powered the encor enspire system back on and had to reattach the needle and recalibrate. Then, the technician attached the needle and the radiologist advanced the needle back into the patient's breast to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review were not required as the event was not classified as an unexpected event, the investigation did not identify any manufacturing related issues, and no repeat failures were found during the service history review. Investigation summary: the encor driver serial number (B)(6) was received at the bd bard global service & repair. The encor driver was visually inspected upon receipt and was found to be in good overall condition. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported switched screens reboot mode issue. The root cause for reported switched screens reboot mode issue cannot be determined as the problem could not be reproduced. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.